Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogating the implantable pulse generator (ipg), the device's display showed question marks for pacing percentage, and 'invalid data' for the high rate histograms. It was further noted that the patient has been receiving proton therapy for cancer treatment. The device remains in use. No patient complications have been reported as a result of this event.